Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05422 for a description of the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05422 for a description of the other device. According to the physician, post-procedure in (B)(6) 2010, the patient had no complications. During additional follow-up on (B)(6) 2010, the patient complained of dyspareunia and was diagnosed with atrophic vaginitis. The physician prescribed medication. The physician stated that he does not know what any of the patient's complications are attributed to. All other information is unknown and unavailable.

Manufacturer narrative:
Event date is unknown; however the physician reported the patient was (B)(6) and (B)(6) at the time of implant on (B)(6) 2009.